Manufacturer narrative:
Additional information which was received is provided in sections b5, h7 and h9 with this report. Pump immediately alarmed pump error 38 during rewind. The pump passed the self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed to be communicated with test guardian link 3 transmitter, kept receiving device not found alarm. No time clock anomaly was noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 10 pump error 38 alarms on (B)(6) 2024 at 12:40:03.000 to 13:59:52.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Found dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump error 38 alarm was confirmed during testing due to moisture damage on the motor home switch. Cosmetic damage was confirmed at the battery compartment. No com pump to xmtr was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, dried insulin on the motor slide and battery tube. Time/clock anomaly was not confirmed during testing. Battery cap contact missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report which was not included in the initial report.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, no communication between pump and transmitter, pump error 38 indicating no motor movement or negligible movement and retries to free a stuck motor failed and crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. The customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed and found crack on the battery side, the customer was not able to clear the error and time clock was not visible on screen. The customer declined further troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.